Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was jammed. A field service engineer disconnected the retractor bands and row board cables at the back of the drawer and reconnected them, disconnected all row boards and cables in drawers 5.1 and 5.2, cleaned both drawers, and reassembled all connections, ran the hardware test application to verify functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 5 was jammed. Customer tried to open the back, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.